Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed post-sensed t-wave oversensing on their right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was stable before, during, and after.

Manufacturer narrative:
Correction: b5 and h6 - previously didn't report the low sensing/p-wave amplitude variation, this report is to include that malfunction.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed post-sensed t-wave oversensing and p-wave amplitude variation on their right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was stable before, during, and after.